Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that when patient presented in clinic for a follow up, high capture threshold issue and undersensing issue was observed on the rv lead. Lead was explanted and a new lead was implanted. Patient was stable during and post procedure.